Manufacturer narrative:
(B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent placement problem occurred. The 60% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a 014 choice pt guide wire crossed the lesion, a 6x40x120mm epic¿ stent was advanced for treatment. However, upon stent deployment, the stent jumped forward and missed the lesion. The stent was deployed at the wrong spot. The physician used another of the same device to complete the procedure. No patient complications were reported and patient's status was fine.